Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. They stated that therapy was still not working. Patient mentioned that they had an appointment on october 17th. Patient stated that last adjustment was on october 11th with program 5 at 3.8.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. Patient said the previous device was set on program 7 - 3.7 and worked great for a long time. Patient stated their healthcare provider (hcp) set their new device on program 7 at 2.7 because the new battery was stronger. Patient stated they have been feeling the urge and frequency to go to the bathroom again, so they increased it to 4.7 on (B)(6). Patient mentioned still feeling the stimulation until today but wanted to make a new adjustment as they don't see their hcp again until the end on (B)(6). Patient described a loss of therapy and has a return of symptoms. Assisted patient with increasing the amplitude to 5.3 where it feels comfortable. Guided patient to discuss with hcp. Patient reported: no change in baseline / never received therapy benefit. Symptoms reported: unspecified urinary symptoms. Additional information was received from the patient on (B)(6) 2024, stating that ins has not worked since replacement. Patient also mentioned that they were feeling uncomfortable stimulation around the ins site so they turned ins off. Reviewed therapy adjustment options. Patient changed programs on the call and confirmed they were able to increase stimulation to a comfortable level on the call. Patient will adjust therapy as needed and follow up with hcp.